Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it was on the low reservoir screen and then she got a button error. Customer received the alarm when she was clearing the low reservoir alert. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.